Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5154065. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient claim breast implant illness, symptoms: rheumatoid arthritis and positive antinuclear antibodies. There isn't an official medical diagnosis for breast implant illness.